Event description:
It was reported that the patient was experiencing severe pain and discomfort. The implantable pulse generator appears to be bulging out of the patient's skin. The patient was prescribed with hydrocodone and an antibiotic cream. Additional information was received that the patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing severe pain and discomfort. The implantable pulse generator appears to be bulging out of the patient's skin. The patient was prescribed with hydrocodone and an antibiotic cream.